Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) may be experiencing a battery depletion at a more rapid than expected rate. The physician has elected to re-evaluate at a future follow-up.